Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that lately, it is taking so long to charge the ins, sometimes up to 2 hours. Patient stated that it been going on for a while. When patient first had implant it would take about 40 min to charge ins. If patient moves at all controller screen changes from excellent to good. Then the yellow light comes on and patient can't recharge. When controller shows good instead of excellent it can take 2-3 times longer to charge ins. Patient reports having pain if the ins is not charged up. No symptoms and no further complications were reported.